Manufacturer narrative:
One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device's black rod insulation was damaged and missing. The damage to the rod insulation was damaged in two places. The missing rod insulation was not returned. The reported conditions were confirmed. The investigation found damages to the rod insulation. The insulation was scraped off. The damage to the rod insulation occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a thoraco-lobectomy, when they were forcefully taking the device in and out of a reusable trocar, the doctor felt like it was getting caught. When they checked the shaft part, the black coating peeled off and the metal part was exposed. The device while, it was peeling off, was used until the end of the operation. At the time of cleaning at the end of the operation, in order to make sure, the doctor himself thoroughly checked the chest cavity inside, but there was no foreign material there. Nothing fell into the cavity. There was no patient injury.